Event description:
It was reported that "sensor incompatible error message was shown on the monitor when customer connected the cable before use. Another unit was used and the problem was solved."

Manufacturer narrative:
The returned device was evaluated and a visual and functional analysis was performed. We received one flotrac kit with attached pressure tubing for examination. Priming solution was visible inside of the kit. The vigileo monitor showed "incompatible sensor" error message upon connecting flotrac sensor to the monitor cable. Electrical testing showed short condition. Both input and output impedances were unstable. The flotrac housing was cut down and it was confirmed that solution was inside the sensor area. It appeared that solution created electrical failure (short condition). The sensor chip was corroded with the presence of green and white salt like material. The gel pad was found damaged. Gel material on the surface of the gel pad appeared missing. However no gel material was found inside the fluid path of flotrac housing and pressure tubings. It was most likely that saline or priming solution leaked past the damaged gel pad to the sensor chip and created electrical short and condition. The priming solution had also corroded the sensor chip. Though the customer's report was confirmed, there was no evidence of a manufacturing nonconformance. The cause of damaged gel pad could not be conclusively determined; however, priming with a syringe instead of flush bag can create enough pressure to cause this kind of damage. No actions will be taken at this time. The device history record review was not performed because the lot number is unknown.